Event description:
During CT scan, it was noticed that patient had air in the heart. It was seen in the rt. Axillary and subclavian vein as well as the superior vena cava, rt. Atrium, rt. Ventricle and main pulmonary trunk. Pt. Needed to be intubated and placed on ventilator.